Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete; therefore, the cause of the reported event has not been determined.

Event description:
Note: this report pertains to the second of two malfunctions that occurred during the same procedure. Refer to MFR report # 3005099803-2008-04017 for a description of the first malfunction. According to the complainant, during an attempt to achieve hemostasis using a second resolution clip device, the device appeared to have grasped the tissue, however, "... Upon removal, it was hung on the end of the catheter and did not deploy." No pt complications were reported as a result of the reported event and the pt's condition following the procedure was reported as "fine."